Manufacturer narrative:
H6: investigation summary: the customer complaint is not confirmed. No returns or photos were provided. An investigation of the retention samples and DHR were satisfactory. A physical stress test of the retention samples showed the swabs to be within specification. A review of past complaints for this product does not indicate a confirmed trend on this issue.

Event description:
The customer reported while using the kit uvt 3ml with flocked minitip for sample collection the tip of the swab broke off in the patients nose. It is unknown how the swab was removed, but the customer indicated no treatment was initiated. Multiple attempts were made to obtain additional information with no response from the customer.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. OEM manufacture: (B)(4).

Event description:
The customer reported while using the kit uvt 3ml with flocked minitip for sample collection the tip of the swab broke off in the patients nose. It is unknown how the swab was removed, but the customer indicated no treatment was initiated. Multiple attempts were made to obtain additional information with no response from the customer.